Event description:
It was reported that when using the bd vacutainer® one use holder, an unspecified number of holders separated from the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Upon visual evaluation, the photo shows a holder and does not confirm the customer¿s failure mode. The retained samples could not be inspected as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: does not attach/detach. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® one use holder, an unspecified number of holders separated from the needle. No adverse impact was reported regarding the patient or user.